Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements, measuring greater than 200 ohms on the right ventricular (rv) channel. The health care professional (hcp) decided to program single coil that showed in range shock impedance equal to 70 ohms. The right atrial (ra) lead also had an increase in thresholds values, measuring at 1.7v. All other parameters were within the normal range. The plan was to have the patient scheduled for follow-up in few months and consider x-ray imaging. This device remains in service. No adverse patient effects were reported.